Event description:
Surgeon observed that there seems to be patient post-operative pain when he uses the vertebral body balloon system for vertebral boby augmentation on kyphoplasty (injecting bone cement into the voids in a vertebral body) procedures.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.